Manufacturer narrative:
Corrected data: outcomes attributed: other serious (important medical events). Date of this report: (B)(6) 2014. Report source: add user facility. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The equipment was not evaluated after the treatment because there was no indication that a malfunction caused or contributed to the reported issue. The clinic is reporting this event only and did not request field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The clinic reported at a post-operative exam after a photorefractive keratectomy (prk) laser vision procedure, the auto refraction showed overcorrection in both eyes. The clinic indicated the overcorrection was a steroid induced overcorrection by prolonged use of pred forte. The clinic has reported there was a loss of 2 lines of best corrected visual acuity (bcva) at the point of refractive stability. The patient commented there is difficulty with distance and near vision.